Event description:
The physician reported that the pt has experienced "dysphagia and gastric outlet obstruction" that was related to the lap-band. It was stated that the pt developed nausea, vomiting, and "dysphagia" which led to an upper gi study. The upper gi study revealed a gastric prolapse. The pt was "subsequently taken to surgery where the diagnosis was confirmed and the prolapse was reduced (band revision). The device remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."